Event description:
It was stated that the subject could not be awakened. The school's device gave a result of bg = 28 mg/dl. One hour prior to this event, the school nurse had given the subject 7 units of novalog based upon the school meter bg = 207 mg/dl. Once the subject awoke, the school meter bg = 107 mg/dl. The paramedics were called, but no treatment by the paramedics was recorded. The school nurse stated that she had performed control testing but did not remember the results. She did state that the controls were within range.